Event description:
It was reported that a device movement occurred. A left atrial appendage (laa) closure procedure was performed using a 35mm watchman flx laa closure device with delivery system (wds). The closure device was deployed, met all release criteria, and the device was released. After release the closure device shifted proximally and no longer created a complete seal of the laa. The device will be explanted, and the patient will undergo a future procedure to complete closure of the laa.

Event description:
It was reported that a device movement occurred. A left atrial appendage (laa) closure procedure was performed using a 35mm watchman flx laa closure device with delivery system (wds). The closure device was deployed, met all release criteria, and the device was released. After release the closure device shifted proximally and no longer created a complete seal of the laa. The device will be explanted, and the patient will undergo a future procedure to complete closure of the laa. It was further reported in (B)(6) 2024 the closure device was explanted and a non-boston scientific device was used to close the left atrial appendage. The patient recovered and was discharged.

Manufacturer narrative:
B5 describe event or problem updated. D6b explant date updated.